Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that during removal a u by kotex sleek regular tampon came apart. She stated that this has happened nearly 10 times. She sought medical assistance for pain, fever and symptoms of tss. Medical tests were negative for tss. She is planning on seeking additional medical attention.